Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: on investigation, the alleged sound issue was duplicated in the evaluation. Caps were not returned and test caps were used in the evaluation. The pump powered up to the verify screen with vibratory features but no audio tone. A cracked solder was found on the sound assembly. Unrelated to the complaint, battery compartment cracks were found above and below the grip pad. Moisture intrusion was evident inside the battery compartment and a battery compartment leak was demonstrated in a leak test. No evidence of moisture intrusion was found inside the pump.